Event description:
The patient reported involuntary shaking in their legs when laying down or sitting down while using the device. Additional information was received on (B)(6) 2025. The patient has not been using the device for over a year as they felt their pain had mostly resolved. Additionally, the patient clarified they experience the involuntary shaking after they do physical therapy or have a busy day and it has never been related to wearing the device.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was submitted by quality with limited information. The patient having a non-curonix device implanted and the patient having contraindicating conditions have been ruled out as potential causes. However, the patient clarified they experience the involuntary shaking after they do physical therapy or have a busy day and it has never been related to wearing the device. The stimulator is used to treat pain. The cause of the involuntary shaking is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.